Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did clips fall into the patient? Unknown. If yes, how were they retrieved? Which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Omentum. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? N/a. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? Morbid obesity what was found? Morbid obesity. Does the patient have any relevant history of surgical treatments? No. If so, what? N/a. Did somebody other than the primary surgeon fire the instrument? No if so, whom? N/a. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Please note that an investigation has been initiated to address the potential root cause of the drooping/ejected clips issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was spitting clips. It appears to be empty. There were no adverse consequences for the patient. Procedure was completed with same like product.